Manufacturer narrative:
On 1/11/2021, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4). Legal manufacturer address information was updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number:pc (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two 225cc mentor smooth round moderate plus profile saline breast implants experienced bilateral device migration post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.